Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer on behalf of a patient with a neurostimulator for an unknown spinal cord stimulation (scs) therapy . It was reported that the patient never received her patient programmer, so she had not been able to adjust her settings. The consumer inquired more information about how a patient programmer can be obtained, and the consumer was redirected to another manufacturer representative in the country of the event. It was also reported that, every time the patient goes through a security gate, the patient experiences pain and then has to follow-up with her healthcare professional to have her programming readjusted. The event date(s) were not known .a supplemental report will be sent should additional information be received.